Event description:
It was reported the replacement lead worked during the replacement surgery, but not in the recovery room. It was noted stimulation could still not be turned on twelve days after surgery. It was reported a revision surgery was performed seven weeks later and the lead was unplugged.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3888-33, lot # va0a07z, implanted: (B)(6) 2013, product type lead; product ID 3888-33, lot # va0a07z, implanted: (B)(6) 2013, product type lead; product ID 3708260, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3998, lot # v042627v02, implanted: (B)(6) 2009, product type lead. (B)(4).